Event description:
Additional information was received on 11/4/2025: this issue was discovered during a hardware removal procedure. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is user error, specifically using a device that may be damaged by wear and tear, with a manufacturing date of 2019. Directions for use dfu-0023-eo revision 5- instruments c. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to repeated use and/or reprocessing. The user assumes liability and is responsible for the use of a damaged or dirty device. The complaint allegation could not be confirmed because the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.

Event description:
On 10/23/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-8750-03 t15 hexalobe driver shaft broke while being used on a patient. All broken pieces were accounted for, and no harm was caused to the patient. Intraoperative x-ray imaging was used during the procedure to confirm that all fragments of the broken screwdriver were successfully removed. The incident occurred on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 11/25/2025: the issue occurred during the removal of hardware from the left ankle and calcaneus, combined with a subtalar fusion procedure. There was no case delay, and no additional anesthesia was required. Additional information was received on 12/08/2025: the hardware removal was an elective procedure performed to address pain and joint instability. The patient reported the initial onset of symptoms in (B)(6) 2024. Additional information was received on 12/15/2025: the original procedure was performed on (B)(6) 2024 and included implantation of the following arthrex devices: ar-8750-50h 5.0 large compression ft screw (50 mm length) and ar-8750-48h 5.0 large compression ft screw (48 mm length). Details regarding the arthrex part numbers explanted and implanted during the hardware removal procedure are currently unavailable.